Event description:
It was reported that the device had a pump connection issue. The alarm displayed: "wireless module intermittent connection with pump." The issue was not resolved. The event occurred at the hospital. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.